Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodgement requiring medical intervention to prevent permanent impairment or injury. Device issue: stent dislodgement. It was reported that the rx vision stent delivery system (sds) would not cross the right coronary artery (rca) lesion. Upon removal of the sds, as it was pulled back into the guiding catheter, the stent dislodged. The dislodged stent was successfully removed from the pt's anatomy with a snare device. No additional event or pt info was available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the shaft, balloon and in the guide wire lumen. There was dried contrast on the shaft and contrast in the inflation lumen. The stent implant had dislodged from the balloon and was located in a snare device. The entire length of the stent implant was mangled and stretched. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the hypotube 17.4 cm and 56 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks noted to the inner member or tip. A snare device was returned inserted through a co-pilot. There was no damage noted to the co-pilot. The proximal shaft of the snare device was bunched and twisted for a length of 6 mm distal to the proximal end of the device. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the stent implant being mangled and stretched. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.